Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and did not receive no delivery alarm. The customer's blood glucose was 285 mg/dl at the time of incident. The customer's blood glucose was 335 mg/dl at the time of call. The customer stated that his blood glucose kept rising started from 130 mg/dl. The customer performed high pressure test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.